Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of left side radicular pain. The surgeon determined that the middle positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both the middle positioned implant with chisels as it was solidly fixed in bone. He then installed a shorter implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.